Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the image was upside down. The site replaced the 30 degrees endoscope plus to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. The endoscope had a good image in both eyes and no errors in testing. A scope-bearing friction was also noted.